Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 559453 implantable pacing lead implanted: 2011-(B)(6). (B)(6).

Event description:
It was reported that there was a lead impedance warning for high impedance on the right ventricular (rv) lead. There has been a rapid rise in the pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.